Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from oekg, omsc surmised that the scope communication error b30 was displayed was attributed to the failure of the printed-circuit board and the video connection. The exact cause of the failure of the printed-circuit board and the video connection could not be conclusively determined. Based upon the information from oekg, the exact cause of the endoscope detection of the light connection skips could not be conclusively determined. As a result of evaluating the subject device, omsc concluded that the pump system had been contaminated was not reportable event.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the failure of the printed-circuit board and the video connection. In addition, (B)(4) found that the endoscope detection of the light connection skips and the pump system had been contaminated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that before a gastroscopy procedure, it was found that the scope communication error b30 was displayed. The user cleaned the contacts with an unspecified multifunction spray. Then the customer support of olympus (B)(4) asked the user to clean the contacts with alcohol, however the issue was not resolved. The different endoscope was connected to the subject device, also the issue was not resolved. The patient was under anesthesia. The intended procedure was not completed and the procedure was postponed. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.